Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had an intermittent unspecified cartridge issue. Supplies changed to address the issue. Although requested, no additional information was provided by the customer. The customer¿s blood glucose was 300-350 mg/dl.